Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet experienced persistent hyperglycemia after consuming a large amount of food and inconsistently announcing meals, which led to maladaptation of the algorithm and a request for a factory reset; customer support guided the user through the reset. Symptoms included elevated blood glucose. Outcomes included resolution of the issue through troubleshooting and user education without alarms, hospitalization, or injury. Investigation included customer interview and device troubleshooting. Investigation of this case revealed that user-related factors, specifically missed and partial meal announcements with unusually high carbohydrate intake, contributed to algorithm maladaptation without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error and inadequate user input leading to temporary algorithm mislearning, corrected by factory reset and education.